Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 mgu lead, implanted: (B)(6) 2011; product ID: 3058 mgu ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-ventricular sense. The lead remains in use. No patient complications have been reported as a result of this event.